Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the piece of the unit broke into the patient. Broken pieces was located through hysteroscopy and it was retrieved via graspers. The procedure was extended and it ran about 2 and a half hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the piece of the unit broke into the patient.